Event description:
The customer alleged a light cable was stuck to the tyvek pouch after it was processed in the sterrad unit. The customer stated the outer covering of the cord tore off because, it was stuck to the wall of the pouch when the pouch was opened. The customer stated that the other light cords were also stuck and attempted to remove them by soaking. The customer stated that according to the manufacturer, the light cord was not supposed to be processed in the tyvek pouch. The customer stated that the former healthcare worker did not follow instructions. There were no pts or injuries involved from the event.

Manufacturer narrative:
Damaged device.